Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings and h10 has been updated. The device was not returned, and no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed as no device/relevant imagery/medical records provided for evaluation. There is no allegation of device malfunction contributed to the reported event. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, "approximately 7 years and 8 months post transaortic tavr procedure with a 23mm sapien xt valve in the aortic position, the patient was presented with restenosis and is scheduled for a valve-in-valve procedure". Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No device or labeling problem was identified during the evaluation. Therefore, no corrective action preventive action nor product risk assessment is required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 7 years and 8 months post transaortic tavr procedure with a 23mm sapien xt valve in the aortic position, the patient was presented with restenosis and is scheduled for a valve-in-valve procedure.